Manufacturer narrative:
Batch review performed on 29.01.2020: lot 161475: (B)(4) items manufactured and released on 22-giu-2016. Expiration date: 2021-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation performed by medical affairs director: two years after primary tha the stem is removed in a patient with a very narrow canal for lack of osseointegration. This is normally an individual reaction to the implant: an individual patient's physiology did not accept the foreign body. Heterotopic ossifications are visible suggesting that some metabolic disorder may have troubled bone formation processes, but no information is available about this condition.

Event description:
Revision surgery performed 2 years after the primary due to a lack of osseointegration. The stem and the head were revised.